Manufacturer narrative:
The product is manufactured in the us, but not marketed in the us. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2 mm vticmo13.2 implantable collamer lens, -8.0/+1.5/097 (sphere/cylinder/axis) into the patient's left eye (os) on (B)(6) 2017. On (B)(6) 2018 the lens was exchanged for a longer lens due to low vault. The problem was resolved.

Manufacturer narrative:
Device evaluation: lens was returned dry, in a micro-centrifuge vial. There was clear surgical residue on product. Visual inspection found the haptic torn and presence of residue on lens surface. (B)(4)